Manufacturer narrative:
Phone number removed from grid - failing electronic submission: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "alarms do not sound".it is unknown if the device was in clinical use at the time the issue was discovered or if t here was patient harm.

Event description:
The customer reported that the "alarms do not sound".it is unknown if the device was in clinical use at the time the issue was discovered. There is no indication that there was an adverse event or patient harm.